Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The patient reported a hypoglycemic event and was reporting from the hospital. She reported a low event that required medical intervention. The cgm and bg values were not provided. She alleged that her dexcom g6 was inaccurate and that she needed to calibrate it multiple times. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.